Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker had fainted while washing the floor. The patient had felt her heart racing and palpitations, stood up, and passed out. It was noted that the patient was active and walks every day, so histograms looked good. Technical services (ts) recommended adjusting the minute ventilation (mv) response factor (rf), programming the accelerometer (xl) to on, and adjusting parameters for each feature individually. Ts also recommended bringing the patient in for evaluation. Additional information received indicated that only the minute ventilation (mv) sensor was adjusted. This device remains in service. No additional adverse patient effects were reported.